Event description:
It was reported that an edi catheter that had been in a pt for a day was removed prior to performing an ultrasound examination. On its removal it was observed that the edi catheter had split. The split stretched from the distal tip upwards. There was no pt harm. (B)(4).

Manufacturer narrative:
An investigation into the matter was commenced. A supplemental medwatch report will be submitted when it has been completed. (B)(4).